Manufacturer narrative:
Device evaluation: an evaluation was performed by the supplier and could not confirm the customer complaint for the camera snapping 30 pictures at once. The results of investigation performed indicated that the returned camera control unit is working according to the specification. There are no indications for a manufacturing issue. The fault was possibly caused by the camera head which was not returned for evaluation. The event did not involve a product problem indicating a non-conformity, adverse trend, or unanticipated hazard. Product surveillance will continue to monitor complaints of this type for adverse trends. No further action is required at this time.

Event description:
During an anterior cruciate ligament repair it was reported that the camera is snapping 30 pictures at once and recording half an image on the screen. The customer reported trying to cycle out cameras with no luck. The patient was on the table for 3 hours and 25mins, surgery continued while they "exchanged" he camera boxes. There were no error messages recorded, and there was no difficulty connecting the device. The device had been in house for over one year. The procedure was able to be completed with another of the same type of device, which was taken from another operating room. The patient was reported to be okay post-procedure. The patient was an acl/mpfl case so this was expected to be quite long anyways. It was scheduled for 150min and he took 225 mins for the case. The patient received general anesthesia with a tourniquet.

Event description:
During an anterior cruciate ligament repair it was reported that the camera is snapping 30 pictures at once and recording half an image on the screen. The customer reported trying to cycle out cameras with no luck. The patient was on the table for 3 hours and 25mins, surgery continued while they ¿exchanged¿ the camera boxes. There were no error messages recorded, and there was no difficulty connecting the device. The device had been in house for over one year. The procedure was able to be completed with another of the same type of device, which was taken from another operating room. The patient was reported to be okay post-procedure. The patient was an acl/mpfl case so this was expected to be quite long anyways. It was scheduled for 150min and he took 225 mins for the case. The patient received general anesthesia with a tourniquet.

Event description:
Upon further review the reported delay did not cause or contribute to a death or serious injury.

Manufacturer narrative:
The device was marked as available for evaluation; the device has been sent to our supplier for further investigation.(B)(4)

Manufacturer narrative:
(B)(4).